Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement approximately one day after the implant procedure. This lead was noted to have a sharp decrease in sensing and increase in pacing threshold. As a result this lead exhibited undersensing and over pacing in which the patient experienced arrhythmias. Shocks and anti-tachycardia pacing (atp) was delivered effectively converting the arrhythmias. This lead was then explanted and replaced. This lead remains at the explanting facility. No additional adverse patient effects were reported.